Event description:
Reported that PICC line in this patient was leaking. Previous vat rn had assessed PICC and changed dressing, and reported that saline "squirted" out with flushing. Ordered chest x-ray and told staff not to use. I went up to evaluate PICC, when flushing large amt of fluid pouring out. PICC immediately removed and examined. PICC noted to be ruptured halfway through catheter, approximately 1 cm above hub. New PICC inserted in right arm, PICC saved for return to company.